Manufacturer narrative:
H6: investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within required limits. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that injector n35-o phaseal separated from IV bag. The following information was provided by the initial reporter: material no.: 515052; batch no.: unknown. It was reported that while connecting tubing to chemo bag for circle priming, phaseal dislodged from IV bag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and /or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector n35-o phaseal separated from IV bag. The following information was provided by the initial reporter: material no.: 515052, batch no.: unknown. It was reported that while connecting tubing to chemo bag for circle priming, phaseal dislodged from IV bag.